Event description:
It was learned that a male patient, with prior history of cad, was admitted to the hospital in 2008 for chest pain. In the next day, the patient underwent a pci for coronary stent placement to the left circumflex artery. Information regarding the initial attempt to gain access to the common femoral artery (cfa) is unknown (e.g. High or posterior wall puncture, multiple punctures). At the end of the pci, the patient was treated with a mynx vascular closure device for femoral artery hemostasis. It was reported that the mynx device was successful in achieving hemostasis and the patient was transferred to recovery. Fifteen minutes following transfer out of the cath lab, it was reported that the patient became hypotensive and non-responsive. There was no report of a CT having been performed, and it is unknown if any lab or diagnostic tests were performed. The patient expired in the holding area post procedure. No further details are available despite multiple requests from the physician for additional information and source documentation.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not available. Based on the limited information provided, the root cause of the reported incident could not be determined, however, there is no information to suggest that the mynx device did not perform as per specification or as intended. Sub-optimal femoral access punctures can contribute to an increased occurrence rate of retroperitoneal bleeds (e.g. Above the inferior epigastric artery, posterior wall puncture, multiple arterial punctures). Although requested, this data was not provided. An autopsy was performed however, the report was not release for review. Therefore, the cause of death remains unknown. Although it was reported by a hospital staff member that a source for a retroperitoneal bleed could not be confirmed, it is possible that the cause of death was due to arterial bleeding. Additional physician consult was sought. Based on the limited data available, medical expert opinion is that due to the rapid decline of the patient in the holding area, the likelihood of bleeding throughout the procedure remains a possibility; however, since key data, including intra-procedural and post procedural vital signs, baseline labwork, intra-procedural and post procedural anti-coagulation and the femoral angiogram were not available for review, further assessment as to the cause of death cannot be made.